Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 nla was clogged and unable to draw insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: all 3 syringes are clogged. Does not draw in insulin with 3 she had the same problem.

Manufacturer narrative:
No samples were returned therefore the investigation was performed based on the photos provided. 1 photo of 1 syringe and polybag was provided. The customer reported that 3 syringes are clogged. The photo was reviewed, however, it could not be determined if the syringe was clogged from the photo alone. The customer reported does not draw in insulin. The photo was reviewed, however, it could not be determined if the syringe could draw properly from the photo alone. No defects were observed, therefore, the alleged issue could not be confirmed. A review of the device history record was completed for batch# 9266904. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 nla was clogged and unable to draw insulin. This occurred on 3 occasions. The following information was provided by the initial reporter: all 3 syringes are clogged. Does not draw in insulin with 3 she had the same problem.